Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet while it successfully paired with the dexcom mobile application, and the issue was resolved after the user toggled the ilet cgm setting from g7 to g6 and back to g7, after which glucose values appeared on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer service troubleshooting and user education on device settings. Investigation of this case revealed a pairing compatibility or configuration issue related to software or communication between the ilet and the cgm that was corrected through settings reconfiguration, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error.